Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead had very high threshold. The lead is available for evaluation.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead had very high threshold. The lead is available for evaluation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported.